Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist had client log out completely and then resigned in and client was now able to issue medication. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.